Manufacturer narrative:
Additional information provided in d.9, h.3, h.6, and h.10. The device and the lens were returned sealed inside a blue pouch. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger has been retracted to mid-nozzle. The tip has a long aneurysm beyond the wound guard along the posterior right side. The iol was returned adhered to the posterior of the device. Viscoelastic and what appeared to be blood was observed on the lens. The optic has a large cracked area near the center. Additional small cracked areas were observed. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause cannot be determined for the reported event. The reported lens damage was observed. The lens was returned outside the device. The device exhibited a large tip aneurysm that may suggest the lens was not in a proper position for advancement per the dfu. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a negative outcome, since the trailing haptic may become trapped and stretched, and/or pinched and sheared by the moving plunger. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a crack in the intraocular lens that was not noticed until the lens was in the eye. The site reports this preloaded lens was reloaded into a different cartridge due to patient movement during the initial insertion of the lens. The lens was removed and replaced the same day without harm to the patient.